Manufacturer narrative:
Sample from the patient was requested for further investigation. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs results for one patient from multiple cobas e 801 modules. Only the serial number of (B)(4) for one of the analyzers was provided. The customer stated the patient had an "implausible constellation of cardiac markers" but was showing no cardiac symptoms and there was no evidence for an acute myocardial infarct. The customer suspected an interference. Troponin t values around 2.4 to 2.7 ng/ml were reproducible as obtained over a period of two days from different cobas e801 modules. On (B)(6) 2019, the troponin t hs result was 2.75 ng/ml. On (B)(6) 2019, the troponin t hs result was 2.48 ng/ml. On (B)(6) 2019, the troponin t hs results were 2.44 ng/ml, 2.36 ng/ml, 2.65 ng/ml, 2.40 ng/ml, 2.34 ng/ml, and 2.58 ng/ml. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
A general reagent issue can be excluded. The patient sample was sent to the manufacturer for testing. The customer¿s results were confirmed as a true positive result. The device did not malfunction.